Event description:
It was reported by service report that the chest restraint was found torn and frayed. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Chest restraint.